Manufacturer narrative:
Additional information: h4 device manufacture date added the device history record (DHR) indicates that no issues were found in physical and visual samples inspected from the lot. A review of the entire DHR showed no manufacturing or inspection anomalies. All scheduled maintenance and calibration activities were completed. There were no samples and 2 photo returned with this complaint. The reported condition could not be confirmed with the photos. The exact root cause could not be determined based on available information and the reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield stall/locking failure and hinge pull test. The shop orders used for this lot met all defined acceptance requirements and were released. The true root cause of the failure could not be determined based on available information. There were no anomalies found during a review of the DHR, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needle was flimsy and protruded through the plastic of the safety shield. A needle stick occurred as a result of the issue. The nurse who sustained the needle stick sought treatment initially. The source patient was tested and negative.